Event description:
It was reported that there was oversensing, noise, and high pacing impedance. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows high impedance for max ventricular pace bi impedance = 1158 to 4047 ohms range between (B)(6)-2011 and (B)(6)-2012. Ten - ventricular nst (non-sustained tachycardia) <=210 ms between (B)(6)-2011 03:23:35 and (B)(6)-2011 08:08:18.